Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The impedances were noted to have been greater than 200 ohms for the last year. A fluoroscopy was performed which showed visible insulation damage near the subclavian area. At this time, the rv lead has been surgically abandoned and replaced. No additional adverse patient effects were reported.